Event description:
It was reported that during a whipples procedure, the clip did not form correctly. The procedure was completed with a same like device. No pt consequences were reported.

Manufacturer narrative:
Date sent: 12/4/2007. Info anticipated, but unavailable at this time